Event description:
It was reported that during the implant, a lead was attempted and the lead parameters were not good. It was also reported that the patient was in atrial fibrillation. The lead was replaced and the new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).